Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab had migrated. The customer used the guidewire to adjust the position. While advancing the guidewire to the proper position, the pressure readings disappeared. The pressure was then obtained using the inner lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The extender tubing was also returned. A catheter tubing/inner lumen/sheath kink was observed at approximately 23.9cm from the iab tip. At this same location, the optical fiber was found to be broken. Two additional catheter tubing kinks were also observed near the y-fitting at approximately 74.4cm & 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The catheter tantalums markers were inspected and found to be in place. A 0.025¿ laboratory guidewire through the inner lumen and was found to be occluded with dry blood. Unable to clear occlusion. The evaluation did not confirm the reported iab migration since we were unable to duplicate the clinical settings. However, kinks may contribute to a migrating iab. The difficulty monitoring pressure was confirmed by the broken optical fiber. However, we were unable to determine when this break may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.